Event description:
It was observed that during preparation, the duodenovideoscope's forceps elevator wire was found broken and had stranded wires. It was reported that movement was possible, but there were cut wires. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the result of device inspection by authorized repair agency, the issue of broken and fayed forcep elevator wire was confirmed. The root cause could not be specified. Based on previous information related to breakage of forcep elevator wire, it was presumed that the wire strands were broken by fatigue fracture caused by repeated manipulation of forceps elevator. Forcep elevator wire raised by brushing around the forceps elevator or by repeated attachment/detachment of distal cover. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.